Event description:
Information was received indicating that under delivery occurred during the use of a smiths medical cadd administration set. The patient had about 1/8 to 1/3 of the fluid left I the medication bag. It was verified that the pump program and IV medication bag had the correct information. Troubleshooting was attempted by changing the tubing to a different lot number administration set and switching out the pump, but under infusion still occurred in some cases. In some instances, the home care staff switched the tubing to the old blue tubing that they still had on hand and that resolved the issues. It was reported that the under delivery seems to be more consistent with some of the sticker medications (eg. Pip-tazo). The pump being used with the administration set did not alarm despite the under-infusion. There was no patient injury or harm.